Manufacturer narrative:
Specific date unknown, defaulted to (B)(6) 2017 as an approximation. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation showing a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius products and the event.

Event description:
On (B)(6) 2017 it was reported by an end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy, ¿experienced a peritonitis on or about the end of may¿ (exact date unknown). Per the patient, he was given antibiotics at home and no hospitalization was necessary. During a follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017, she stated the patient did not have peritonitis in may and although she ¿could not remember the exact dates,¿ she did confirm the patient had peritonitis in (B)(6). Cultures (source and date of collection unknown) obtained and grew pseudomonas. The patient was treated with gentamycin and ciprofloxacin (route, dosage and duration unknown) at home. During the course of antibiotic therapy, the patient had a seizure and was hospitalized. The pdrn stated the seizure was unrelated to the machine or treatment. During the hospitalization, the patient completed the previously prescribed course of antibiotics and had his peritoneal dialysis catheter removed (reason for removal unknown). The patient has transitioned to hemodialysis for renal replacement therapy.